Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/short interval counts (sic). Analyst commented, the observed ventricular-sic likely due to poor signal to noise ratio resulting from low r-wave amplitudes. R-wave amplitude generally below 10 millivolts since (B)(6) 2016.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited gradual drop in impedance, variable r wave, short v-v intervals and noise. Review of device data indicated high short interval counts (sic), and a tip/helix fixation issue exist. The sensing vector of rv lead was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.